Event description:
It was reported that the patient had a 12cm cuff removed and replaced with an 11cm cuff because of atrophy and improper cuff size.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.